Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer delivered too much insulin. Customer was treated with intravenous fluids of saline and insulin, and given sugar water to address the elevated bg. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.